Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the physician reported feedback to claudia graber, abbott employee, that "there are more problems with opening the clip, in his opinion, he needs troubleshooting much more frequently. And he frequently experienced the grippers didn`t lower. He is not talking about a special case, it´s his opinion.".

Manufacturer narrative:
As this complaint is based on user feedback and is not tied to a specific device, a device was not returned for analysis, and the lot history record and complaint history for the lot were unable to be reviewed. Based on all available information, a cause for the reported gripper actuation issues could not be conclusively determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.